Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion being treated was mild to moderately calcified, 90% stenotic lesion in a moderately tortuous left main to the circumflex artery. The lesion was predilated with a 2.5 x 20 mm maverick balloon. After predilation the physician successfully deployed a taxus express2 8.8% 2.75 x 28 mm drug eluting stent at 16 atms. No resistance was encountered during inflation. Upon withdrawal of the stent delivery system (sds) the delivery balloon would not deflate. The physician attempted deflating and inflating 5 - 6 times using a new encore inflation device, however, without success. The balloon would not deflate and the physician switched to syringe (unknown size) and pulled negative, which caused the balloon to deflate approx 20% of its original volume, with the remaining fluid located in the proximal cone region of the balloon. The proximal portion of the balloon that contained the remaining contrast appeared to maintain the original inflated diameter, but the distal portion of the balloon was not seen. The physician attempted to further deflate and inflate the balloon with a syringe without success. The physician then attempted to rupture the portion of the balloon with the fluid remaining with a guide wire. The pt then went into cardiogentic shock with st lowering. After manipulating the (sds) the shaft fractured 15 cm proximal from the tip and the balloon partially deflated. The pt partially deflated balloon allowed slow flow to the circumflex and the pt's cardiogenic shock improved. It is noted that the balloon was inflated for about 1 hour. The pt was stabilized with some minimal flow in the vessel and partial resolution of the ischemic EKG changes. The pt was then taken to the or for emergent surgery. The pt received new vein grafts to the first obtuse marginal and the second obtuse marginal. According to translated source documents the following was also performed; "... New implantation of the rima in the vein bypass to the lower marginal." The pt was unstable during the operation and an intra-aortic balloon pump was inserted for hemodynamic support. The pt was treated with pressors to support the blood pressure and left the or with a systolic blood pressure of 85mmhg. Postoperative echocardiogram revealed "enlarged left ventricle with akinesia of the distal 2/3 of the anterior wall...altogether overall global higher grade restricted ejection fraction." The pt subsequently died of acute myocardial failure ("pump failure") in the post-operative period. The distal portion of the catheter was retrieved after pt death. Further information such as autopsy results has been requested.